Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to suspected erosion and possible infection. There were no additional adverse patient effects reported. The rv lead remains in service.